Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A physician contacted abbott medical optics to share information about his first symfony zxr patient. Original surgery of the intraocular lens implant was (B)(6) 2017 ((B)(6) 2017). The patient pre-op had about .75 of cylinder at 15 degrees and the doctor made the incision on axis and performed a small limbal relaxing incision (lri). On day 1, patient was 20/30+2 and about j5. At one week, vision has dropped significantly to 20/100. The refraction has a spherical equivalent (s.e.) Of close to plano but showing about 2.25 to 2.5 diopters of cylinder at steep axis. Cornea may have some mild guttata and there maybe some posterior corneal astigmatism, but neither explain that much cylinder. Physician has requested consultation. Further information was provided. Iol implanted was +24.0, holladay 2 = -0.00, srkt = -0.19. Al (axial length) just a little over 22mm, so a little bit on the short side. Pre-op cylinder manual k = +0.75 x 20 (45.00/45.75 x 15), iol master +0.86 x 18. Postop day 1 ucva (uncorrected visual acuity) 20/25 j5, mild ebmd (epithelial basement membrane dystrophy). Manifest refraction ¿ did not push plus. On week 1: ucva 20/100, -1.25 + 2.25 x 20 (20/20) ¿ cornea was dry and irregular, prescribed tears and warm compress. On day 9: ucva 20/60, -1.25 + 0.75 x 25 (20/25) ¿ cornea looked better, started doxycycline 100 mg/day. On week 2.5: ucva 20/70, -1.00 +1.00 x 22 (20/25-1) ¿ cornea looks better. No topos done, iol not tilted but patient was not dilated. The following were suggested to the physician: take postop keratometry and compare. Try cyclosporine 0.05% twice daily. Do pushing plus refraction. No further information was provided.